Event description:
Additional information received from the healthcare provider (hcp) reported the patient was in to see the hcp on (B)(6) and nothing of this was noted in this diction or others. No troubleshooting was done and no actions were taken to resolve the issue.

Event description:
Additional information received from the healthcare provider (hcp) reported there were no complaints of this issue. The event cause was not determined and it was unknown if it was device related. When the patient was seen on (B)(6) 2015, she had no complaint. The patient recovered without permanent impairment.

Event description:
It was reported that the patient thought her stimulator had slipped in the pocket. She had been seen for her one month programming appointment, but neglected to mention it. Additional information regarding actions, interventions and outcome have been requested. If received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4).